Event description:
It was reported that the balloon burst. The 50-60% stenosed juxta anastomosis target lesion was located in the mildly tortuous and mildly calcified artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated at the nominal pressure after crossing the juxta anastomotic lesion. However, the balloon burst upon first inflation before reaching 8atm. The device was removed over the wire as a one complete system. The procedure was completed with a different device. No complications reported and patient is stable post procedure.